Event description:
In 2005, the physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Flouroscopy was performed prior to the procedure with the following findings: vessel size is unk; the iliac had "mild peripheral vascular disease (pvd); site confirmation is unk. Reportedly, the physician wired the sheath without difficulty. He then "pulled gently on the device as (he) usually does, pressed the plunger and the whole thing just snapped and came out of the pt." Manual compression and femstop were applied to achieve hemostasis. It was noted that the device was examined and the physician does not remember the foot being fractured. The physician did not "flouro any further." The pt reportedly did "fine." Although, requested no additional info was provided.